Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed via right femoral vein approach for a patient with pulmonary embolism. It was further reported that one year and eleven days post filter deployment, the filter was allegedly tilted and was allegedly unable to be retrieved. There was no reported patient injury.